Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was inserted via subclavian access for the patient to receive in-home care. As someone from the patient's family raised the line, the hub fell off. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached connector was confirmed, and the damage appears to have occurred during use. A portion of the external segment of a broviac 4.2fr s/l catheter was returned for investigation. The crimp collar and luer adaptor were received separate from the catheter tubing. The overall length of the catheter segment was 10.3cm. The intermediate tubing extended 1.9cm from the distal end of the clamping oversleeve. The intermediate tubing also extended 1.1cm from the proximal end of the clamping oversleeve. Adhesive residue, which was used in the manufacturing process, was observed at the proximal end of the intermediate tubing. An annular impression was observed in the clamping oversleeve and the distal end of the crimp collar had been crimped, which indicates that the luer adaptor had been secured to the catheter. The printed ¿clamp here¿ indicators were completely worn from the external surface of the clamping oversleeve, which is indicative of use. Residue from what could be tape or dressing remained adhered to the clamp. The cross section at the distal end of the catheter segment was microscopically examined and the surface was noted to be glossy and striated, which is indicative of a sharp instrument cut. The distal segment of the catheter was not returned for investigation. A functional test revealed no leaks in the catheter. A tactual investigation of the returned sample revealed elastic weakness in the sections of intermediate tubing both distal and proximal to the clamping oversleeve, which indicates that the catheter tubing had been stretched during use. The separation between the crimp collar and luer adaptor most likely occurred with manipulation of the catheter while in use. Based on the evidence that the luer adaptor had been secured to the catheter tubing and that the catheter exhibited elastic weakness, the damage appears to have occurred during use. Strategic securement of the catheter can help prevent stretching of the catheter tubing.